Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and user mode testing were performed. According to the investigation, the reported "no volume" problem was duplicated. When the pump was turned on the volume of the speaker was very faint. The front piezo was disconnected and the sound level returned to normal. A known good piezo was installed and the unit worked normally. According to the investigation, the reported problem was caused by the front piezo was faulty, causing a loss of volume. The pump front peizo will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump has no volume. The speaker is not working. There were no adverse events reported.